Event description:
A hospital reported that the seal of a full face mask had separated from the plastic shell prior to the package being opened. No pt consequence was reported.

Manufacturer narrative:
The device is expected to be returned to fisher and paykel healthcare results: our records indicate that one other complaint (total two complaints) of this nature has been received for the given lot number. Conclusions: we have an open CAPA project to address this issue and to implement potential design solutions to prevent recurrence in the future. We currently anticipate that we will be implementing an added silicone adhesive step (to apply the adhesive between the silicone facial seal and the plastic mask base) in our production process imminently. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.045%.